Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer reported that the usb cable intermittently works. There was no impact to the customer's blood glucose level.